Event description:
It was reported that this implantable cardioverter defibrillator delivered 1 inappropriate tachy shock due to an episode of atrial fibrillation with rapid ventricular response. The patient had not been keen with long term medical therapy and had an oral medication adjustment and a pulmonary vein isolation ablation as corrective actions. Additional information was received indicating that this device delivered another inappropriate tachy shock while the patient was getting dressed. The physician then started discussing with the patient the risks and benefits of now a ventricular tachycardia/supraventricular tachycardia ablation and the patient agreed to proceed. This device remains in service and no additional adverse patient effects were reported.